Manufacturer narrative:
Additional information upon additional information received stating that this is an outlier patient. Doctor mentioned he thought he'd be a good, first eye candidate, but quickly realized the patient was too type a. It was believed that the lens was only a few weeks in, but the patient was adamant about getting it out due to glare. Preloaded intraocular lens (dcb00) was implanted afterwards. No other information is available.

Manufacturer narrative:
Section a3, a3b and a4: unknown/ asked but not available. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye as the patient was complaining of glares. The lens was removed and replaced with another lens in a secondary procedure. From additional information it was learnt that there were other visual issues like glare and blurred vision after monofocal lens, there was improvement in the vision of the patient with the replacement lens post-iol exchange. The patient is doing well but still with mild dryness. There were no debilitating conditions in the patient, but patient did want to exchange his odyssey. The patient's daily activities were affected. No other information is available.